Event description:
The patient reported erosion during a reprogramming session. The patient has had difficulty healing from the beginning. Antibiotics were prescribed and an explant procedure is scheduled for (B)(6) 2022.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, inadequate fixation, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Other potential causes of erosion are severe force applied to the implant, inappropriate device positioning and patient picking/touching the wound, but none of these could be confirmed with the limited information available. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is related to the wound not healing, and the cause of the wound not healing is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.